Event description:
It was reported that the patient was seen in the emergency room due to experiencing palpitations. Interrogation showed high impedance and high threshold on the atrial lead. A lead fracture is suspected. The device was reprogrammed to vvir until the patient can bescheduled for a lead revision. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also had unstable pacing capture and unstable impedances. The lead was capped and replaced.